Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as ¿related to handwashing¿ (no further details were provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (dose, frequency and route not reported). One week after being admitted to the hospital, the patient was discharged and was still recovering from the peritonitis. Two days after discharge, the patient experienced fever, abdominal cramping, and diarrhea related to the peritonitis. On the same day, the patient was re-hospitalized for the event. Two days after being re-admitted the patient was discharged from the hospital. Twenty four days after onset, antibiotic treatment was discontinued and the patient was recovered from the peritonitis. At the time of this report, dianeal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.